Manufacturer narrative:
Eval summary: eval: the iab was received intact for eval with the balloon completely unfolded. The sheath was noted to be kinked at several locations along its length. Blood was noted on the exterior of the membrane & within the inner lumen. Underwater leak testing revealed no leaks in the iab. The iab pumped satisfactorily on the lab system 97 at 100 & 140 bpm. No alarms were triggered. Probable cause of difficulty: no leak was found in the iab to have caused the reported excessive pump alarms. It was not possible to determine the exact cause of the reported difficulty based on the event description & examination. In general, excessive alarms may be attributed to one or more of the following: * a temporary kink in the catheter tubing may have prevented the flow of helium into & out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault." Manipulation of the balloon catheter may have alleviated the problem (see attached iab illustration for location of kinks). (The catheter tubing may have become kinked if the iab was not removed from the tray retainers according to datascope's instructions for use.) * there was a loose connection between the iab & the pump or between the pump & the safety chamber. Checking these connections may have alleviated the problem. * the pump may have needed servicing. * the pump may have detected condensation or blood within the line (perhaps from a previous balloon leak).

Event description:
After intra-aortic balloon pump for three days, the "rapid gas loss" alarm sounded from the sys 97 pump. The circuit was checked but no blood was noted in the catheter. (Event complications: none from the event-reported 6/17/98.) (Pt's current status: unk-rpt'd 6/17/98.)